Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined as additional information was not provided for further investigation.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine jaffe (creatinine). The sample initially resulted as 0.23 mg/dl and this value was reported outside of the laboratory. The doctor requested a repeat of the sample since the patient had been running at "1.0". The customer then pulled the sample and repeated it on (B)(6) 2013, resulting as 1.13 mg/dl. The repeat result was believed to be correct and a corrected report was sent out. The patient was not treated based on the erroneous result and was not adversely affected by the event. The creatinine reagent lot number was 68093101 with an expiration date of 12/31/2014. The field service representative could not determine a cause. He checked the operation of the instrument. He ran a precision study and the results meet specifications.